Event description:
It was reported that during bench testing, the pump displayed an error code. No patient involvement was reported.

Manufacturer narrative:
A sample was received to perform an investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the returned pump found the keypad and labels intact. A review of the event history log (ehl) found evidence of the error code in the history. Functional testing was performed and the reported problem was duplicated. It was determined that the motor seized. The motor was replaced to resolve the problem. The cause of the reported failure was determined to be the motor. The problem source was undetermined. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.